Event description:
On (B)(6) 2011 customer reported an issue with the closed-tube sampling (cts) module of the dxc 600i instrument. Customer stated that the cap piercer was causing the sample probe to bind into the cap and overshoot into the gel layer of the sample tubes. Customer temporarily resolved the issue by switching to capless sample cups. No injuries or erroneous patient results were reported. Field service engineer (fse) examined the instrument on (B)(4) 2011 and found that there was no auto-gloss being delivered to the cap piercer assembly. Fse primed the supply line 30 times to observe the operation and reported that the cts was working properly. On (B)(6) 2011 customer reported the cts module was leaking. No injuries or erroneous results were reported. Fse examined the cts module and found a small piece of plastic caught in the drain tube and observed the cap piercer leaking. Fse removed the drain tube obstruction and replaced and aligned the cap piercer. Fse also primed the auto-gloss and ensured the cts module was working properly. There have been no more reported issues with the cts module.

Manufacturer narrative:
Cap piercer assembly (B)(4).